Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states both of her wheels had fallen off because she was missing parts.